Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebs2352 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the facility placed a powerglide into the patient's right forearm on (B)(6) 2017. On (B)(6) 2017, according to the patient, leaking was noted after flushing. When the midline was removed by the nurse, the 8 cm catheter was detached from the hub. It was reported this was witnessed by the patient. The patient is currently awaiting CT scan with possible interventional radiology removal of the catheter.